Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was send to a third party laboratory for additional microbiological testing. In the additional test, the biopsy and air/water channels tested positive for mesophilic aerobic bacteria (1cfu/each channel) but the testing result cleared german guideline (dgkh, dgsv, aki, degea, dgvs and ak edg or rki/bfarm recommendation 2012.). The testing for the distal end indicated no microbial growth.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device tested positive for enterococci. The forceps elevator was replaced in (B)(6) 2016 according to an olympus field corrective action. There was no report of infection associated with this report.